Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the caller heard a second-hand story about a patient who had a flipped rechargeable device that was flipped back to the correct orientation manually by the patient's neurosurgeon. The caller did not have any further information about this situation. No further complications were reported or anticipated. Information regarding coupling issue has been omitted as it is contained in pe# (B)(4).